Event description:
Additional information received reported that the patient reported that the battery got hot under her skin. It was noted that the patient¿s status at the time of report was alive with no injury or adverse event. It was further noted that no action were taken as a result of this event. It was noted that the surgeon wanted to wait and see if the heating stopped. It was noted that signs symptoms of this event included ¿battery site heating up.¿ additional information received reported that the patient had not complained of the site heating up.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial #(B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4)

Event description:
It was reported the patient ¿every once and a while gets a painful pin poke when they are moving or turning their head.¿ the patient had not had any falls or trauma. The patient was also concerned about their body ¿rejecting¿ the stimulator as ¿they had a piece of metal in their arm that their body rejected.¿ the stimulator felt warm but it was not painful or swollen. It was noted the patient¿s stimulation was working ¿very well.¿